Event description:
It was reported that while testing prior to a case, a red substance was coming out of the unit. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the investigation is complete.